Event description:
It was reported that the end user's m91 power chair lurched forward causing the user and chair to drop from a height of three or four feet. User sustained undetermind face and body injuries. Update to be made if/when additional information is obtained.